Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by technical support, which resolved the issue as the pump did not display the error again, allowing the customer to successfully start their sensor session.